Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an error code 46228. This occurred while testing. There was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a cracked and corroded battery door. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log some evidence of the reported issue. To further investigate, a functional test was performed. The customers problem was confirmed. The device found error code 46228 on the screen display during power up. The error code 46228 indicates a problem with microprocessor board issue. It was determined that the microprocessor board was defective due to fluid ingression and was the root cause of the issue. Therefore, the microprocessor board was replaced.